Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device gave a "battery not working" message after power on. The device issue was determined caused by battery age (7 years).

Event description:
It was reported the device had a battery communication issue. No patient involvement.